Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the controls test fails when tested on battery power. There was no patient involvement.